Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported to the hospital after their implantable cardiac monitor (icm) "fell out." The device was not reinserted and will be replaced in the future. No patient complications have been reported as a result of this event.